Manufacturer narrative:
Device evaluation: other, the evaluation has not been completed. A device history record and complaint database review cannot be completed as no lot number was given. A follow-up report will be submitted when the evaluation has been completed. Method: device history record and complaint database cannot be reviewed as no lot number was given. Conclusion: a follow-up report will be submitted when the evaluation has been completed.

Event description:
The customer reported the device leaked. No harm or injury was reported. The customer reported two defective devices. The customer was unable to provide specific information or clinical details for the additional event. The customer returned only one used device for evaluation. Therefore, this single form 3500a report will be submitted for this complaint.